Manufacturer narrative:
H3, h6: the navio surgical system japan, part number rob00043, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device was established. A visual/functional inspection cannot be completed as no device was returned for evaluation. Review of the patient case screenshots confirm the allegation. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is improper method of collection by the user. The navio user manual informs the surgeon that if the malleoli points are collected too close, a "collection error" is outputted, and the points need to be recollected to resolve the error. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during surgery, after the recognition of hip center, neutral position collection error had occurred. They recovered from it by rebooting, causing a 15 minutes delay in the procedure. No other complications were reported.